Event description:
It was reported that during preparation of the fox sv dilatation catheter, there was leakage noted between the hub and the shaft despite this observation, the fox sv was inserted into the patient's anatomy for use. The device could not hold pressure during attempted inflation in the moderately calcified target lesion in the mid superficial femoral artery. A non-abbott dilatation catheter was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cruise; guide cath: parent sheath. Device (B)(4) - use of the device despite leakage noted during preparation. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was unable to be confirmed. It was reported that although a leak was noted, the catheter was inserted into the patient anatomy for use. It should be noted the instruction for use states: prior to use, inspect this device carefully for any damages. Regardless the reason, do not use if infection or damage is suspected. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.